Event description:
It was reported that the procedure was to treat a saphenous vein graft (svg) to the right coronary artery (rca) with a balance heavyweight (bhw) 300 guide wire. The bhw guide wire went very deep and into the native vessel where the tip got stuck in a piece of calcium. After treating the svg, upon removal of the guide wire resistance was noted. More force than usual was used upon pulling the guide wire back and the coils where stretched out. The guide wire did not separate but was stretched. An otw wire non-abbott balloon catheter was advanced over the guide wire all the way to the tip. It was then gently pulled on and the guide wire managed to get it into the otw balloon catheter safely. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. In addition, the shaping ribbon was separated. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi torque guide wire instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.